Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system delivered inappropriate tachy therapy due to supraventricular tachycardia (svt) and oversensed noise. The delivered therapy included four bursts of anti-tachycardia pacing (atp) and six shocks, which exhausted therapy. Technical services (ts) discussed various programming considerations to prevent the delivery of inappropriate tachy therapy in the future. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.